Event description:
It was reported the terumo coronary guidewire could not pass through the balloon lumen of the n c emerge. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).